Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer went to ER. Customer was diagnosed with hyperglycemia (253mg/dl). Customer was given metformin. Customer was asked to check her blood glucose regularly and to follow up with physician. Customer was released on (B)(6) 2018. Customer is no longer experiencing symptoms and no further medical assistance is required.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of headache and fatigue. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Product is not stored by customer according to specification in the kitchen. Test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is storing the strips incorrectly in kitchen. Customer is having symptoms at time of call will send customer replacement products. Will send customer meter, strips and control solutions. Customer did ask what an e-3 was at time of call informed customer can indicate sample not detected or using wrong test strip. Customer is having high blood glucose symptoms such as headache and fatigue and will follow up with ER. Will follow back up with customer.